Event description:
It was reported patient underwent a foot procedure on (B)(6) 2013. During the procedure, surgeon dropped and fractured the screwdriver. As a result, a 40 minute delay occurred and a forefoot tray was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay lot number, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
This follow-up report is being filed to relay manufacture date, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was determined to be due to the instrument being dropped during the surgical procedure.